Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer's stylus was not working. It was indicated that the left antenna was out of specification. The programmer was repaired and returned to use if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer's stylus was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.